Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was experiencing increased pain after a fall. It was noted that the patients lead had migrated as shown in fluoroscopy. The patient will undergo an ipg and lead revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken.

Event description:
A report was received that the patient was experiencing increased pain after a fall. It was noted that the patients lead had migrated as shown in fluoroscopy. The patient will undergo an ipg and lead revision procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was non-functional. The patient underwent an ipg and lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing increased pain after a fall. It was noted that the patients lead had migrated as shown in fluoroscopy. The patient will undergo an ipg and lead revision procedure.

Manufacturer narrative:
Date of event: (B)(6). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing increased pain after a fall. It was noted that the patients lead had migrated as shown in fluoroscopy. The patient will undergo an ipg and lead revision procedure.